Event description:
Medtronic received information regarding a patient who had post-operative neurological deficit and observe pipeline vantage fish-mouth. It was reported that on (B)(6) 2023, the a pipeline vantage was successfully implanted with no intra-operative issues to treat an un ruptured 4mm x 3mm saccular aneurysm with 3mm aneurysm neck in the communicating segment of the left internal carotid artery. Vessel tortuosity was moderate. Final index procedure computed tomography (CT) and angiographic images showed distal and proximal opening of the pipeline and the patient was discharged. 60 hours after discharge, the patient presented with motor deficit and aphasia and was readmitted for treat at 2200 on (B)(6). Angiographic imaging showed that compared to the images from (B)(6), there was fish-mouth change at the proximal end of the pipeline. Angioplasty was not immediately performed due to lack of severity of patient symptoms. However, at midnight, the patient experienced increased deficit and aphasia and at that time balloon angioplasty was performed to improve wall apposition of the proximal end of the pipeline stent. The patient's deficit improved but with continued aphasia and decrease motor strength in upper limb.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was discharged from the hospital on (B)(6) 2023. The patient left walking, with decreased motor strength, but aphasic.the event resulted in moderate disability.